Event description:
It was reported an air embolism occurred. A procedure was being performed with a watchman truseal access system. Air had been noticed in the patient's left atrial appendage after insertion of the pigtail catheter. The patient was observed for st elevation, and the device was deployed to trap the air behind the device. There were no further issues and the patient was noted to be fully recovered.